Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. The physician alleged that an ion specific issue occurred. However, the root cause of the reported issue cannot be confirmed. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date could not be performed as the logs were not available. No image or video clip for the reported event was submitted for review. Failure analysis investigation is not required as no product was returned for this event. This event is being reported due to the following conclusion: after completion of an ion lung biopsy, the patient experienced a pneumothorax with chest tightness. As a result, a chest tube was placed and the patient was hospitalized for one day. Although the physician claimed that an ion specific issue occurred, at this time, the root cause of the alleged issue and post-procedure complication are unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient was found to have sustained a pneumothorax. The patient required a chest tube and hospitalization. It was reported that a 21g and a 23g flexision needle were used for tissue biopsy. Intuitive surgical inc. (Isi) contacted the physician and additional information was obtained about the complaint: the patient experienced chest tightness after the biopsy procedure and a postinterventional chest x-ray confirmed a pneumothorax. A chest tube was placed immediately after diagnosis to resolve the pneumothorax and the patient was hospitalized for one day. The physician believes this is an ion-specific issue because the issue was caused by the auto-pleura border not being estimated accurately by the system. The pneumothorax was ultimately resolved and the patient was reportedly fine. It was reported that the pneumothorax was "large" and did not grow in size.